Manufacturer narrative:
Product complaint (B)(4). Patient: 45 minute surgical delay.

Event description:
This complaint is being logged to capture issue within a revision reported in (B)(4). Liner revision (pinnacle to constrained liner); (B)(6), (B)(6) hospital (B)(6) 2018. Primary implantation date: (B)(6) 2012. On relocation, posterior flange deformed and bent in. Metal ring on liner broke. Liner was removed and a +4/10 constrained liner used instead. 45 minute surgical delay to remove broken liner. Nil adverse effects noted. Female patient ID: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the provided photograph confirmed the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: j00m70 device history review: no anomalies or deviations were found during the review if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.